Manufacturer narrative:
(B)(4). The cause of the leak was found to be solvent application method. To address this issue, changes were made to the solvent application process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer returned an additional y-type catheter extension set for evaluation. During functional testing, a leak was observed in y-junction to the tubing of this additional companion sample. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported condition was confirmed during sample evaluation. During functional testing, a leak was observed in y-junction to the tubing. No further testing was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.